Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information through a representative of the patient alleging kidney disease/ toxicity, cancer related to a CPAP device's sound abatement foam. There was no report of any medical intervention at this time. In the previous report section h1 - type of reportable event was incorrectly captured as malfunction, which has been corrected to serious injury in this report to reflect the correct information.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information through a representative of the patient alleging kidney disease/ toxicity, cancer related to a CPAP device's sound abatement foam. There was no report of any medical intervention at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.